Event description:
It was reported that during surgery "the screw drilling stopped" and the device would no longer function. It was reported that the battery and attachment were changed; however the device remained non-functional. No further information was available at the time of this report. A follow up medwatch will be submitted when additional details are obtained.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.